Event description:
It was reported that a patient experienced a connection issue between the transfer set's spike and the uv disconnect cap. The patient saw a gap between 2 to 3 mm between the two components. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and no issues were noted. Functional testing of the device unrevealed no issues were observed that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.